Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
This lead was explanted and replaced due to inappropriate therapy. Noise and an unspecified lead integrity issue were reported. A drop in sensing and impedance was also reported in (B)(6) 2019. However, patient was not being monitored via home monitoring. The lead was discarded before a device analysis could be performed. Should additional information become available, this file will be updated.